Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer reported that they will not return the device for evaluation. Therefore, no root cause could be determined. However, the customer replaced the o2 cell because of the o2 cable damage, and the device ran through est (extended systems test). They tested it in accordance with MFR specifications and found to be functional. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the avea ventilator unit alarmed high fio2 (fraction of inspired oxygen). The customer stated that he did not see that specific error in the error log but did notice the inaccuracy of the fio2 and stated that the o2 was out of range at 30 and 50% and that the o2 sense cable was damaged. Furthermore, there was no patient associated with the reported event.